Event description:
Boston scientific received information that this lead had not delivered pacing when required as it had perforated the patient's ventricle. The patient was seen for a surgical revision procedure where the lead was successfully re-positioned. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.